Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times, and the wake button performed as intended. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy.